Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plan for the trumatch does not match what the actual block were resection. It was under resecting so the surgeon bailed on the trumatch and went back to the traditional attune instruments. Nothing was broken it just did not function as it was intended. A surgical delay of 5 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : examination of the returned devices was not able to confirm the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 21219. Device history batch : null. Device history review : the review found one non-conformance (B)(4) against the provided lot number. The nr was for a batch of resin not meeting a material specification, and it is not related to the current reported event of the actual resection not matching the trumatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.